Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two weeks ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 287531.

Event description:
It was reported that patient was experiencing inadequate relief. The patient underwent an explant procedure. All device components were removed and discarded by the medical facility.